Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify rewind anomaly, no delivery alarm and charge battery less inspected anomaly due to blank display. Insulin pump received with cracked battery tube threads. The information that provided in date of incident with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2019.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s different blood glucose levels was 400 mg/dl, 450 mg/dl, 435 mg/dl , 425 mg/dl, 200 mg/dl, 388 mg/dl and 280 mg/dl. The customer provides details on symptoms related to the high blood glucose level such as nauseous. Customer was treated with insulin pump and manual injection. Customer also reported that changes batteries every two days lot of no delivery alarms, worn by the reservoir and slower to rewind. Troubleshooting was declined for high blood glucose level and no delivery alarm. The insulin pump will be returned for analysis.